Manufacturer narrative:
Based on the information received, the devices were in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6),

Event description:
It was reported that the patient's ipg was unable to communicate with external devices to set the ipg to MRI mode. A manufacturer representative met with the patient and was able to establish communication, however MRI was unable to be enabled. In turn, surgical intervention may take place to address the issue